Manufacturer narrative:
The customer shipped the device to spacelabs healthcare for depot repair. The device was evaluated by a equipment service center technician and stated that the device would power down due to a faulty fan on the video card. Due to the age of their device and part obsolescence the exhibit central station was no longer repairable, and the customer was advised would need to replace the device. The failure was due to a faulty fan on the video card.

Event description:
The customer reported that while monitoring patients, their exhibit central station unexpectantly shut down. There was no patient or user harm associated with this event.